Event description:
The pump was returned for investigation. Investigation revealed a dim, faded display that was difficult to read. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be dim, discolored and difficult to read. A test display was used for investigation and was found to function appropriately. Unrelated to the display issue, testing revealed a cracked battery compartment. There was evidence of moisture contamination found inside the battery compartment; a leak test was performed and revealed a leak at the crack in the battery compartment. Also unrelated to the display issue, evaluation revealed damaged battery cap threads. The battery cap was unable to fully tighten due to battery compartment crack. (B)(6).